Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: wear abrasion, white particles inner device, creases fold and opening curved on valve bond edge. Leak test and microscopic analysis was performed which identified: sharp opening on anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on anterior (valve bond edge) assessed as an unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.